Event description:
It was reported in a literature publication that the patient presented with severe low back pain, bilateral leg pain and ankle weakness not responding to either analgesic medication or physical therapy. Imaging studies showed l5-s1 isthmic spondylolisthesis and l4-l5 disc degeneration following a prior microdiscectomy at l4-l5. Surgical treatment involved l4-l5 laminectomy with decompression of l5 nerve roots, followed by l4-l5 bilateral discectomy and tlif, and placement of a peek implant filled with bmp collagen. Posterior segmental pedicle screw fixation was performed, and a morselized autograft was placed lateral to the facet joints. Post-surgically, the patient's radiculopathy was improved; however, he complained of non-resolution of the low back pain, which gradually worsened after surgery. CT studies performed 6 and 17 days post-surgery showed endplate osteolysis. Because of the pain, the patient underwent erythrocyte sedimentation rate (esr) and c-reactive protein (crp) blood tests, and blood cultures, all of which failed to support infection; thus, he was not treated with antibiotics. Two weeks post-surgery, the pain gradually began to subside, and his symptoms were concluded to have originated from post-surgical osteolysis.

Manufacturer narrative:
Literature article citation: saigal g, et al. Vertebral body osteolysis following the use of bone morphogenetic protein in spinal surgery: a mimicker of infection. J neuroradiol (2012), doi:10.1016/j.neurad.2012.03.005. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.